Manufacturer narrative:
A patient experiencing pain at ipg site was reported to abbott. The ipg was explanted and replaced. Therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Event description:
It was reported that the patient was experiencing pain at the site of the ipg. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Event date is estimated.